Manufacturer narrative:
Please note that this device (nc solarice) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (euphora). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the delivery of a nc solarice rx balloon catheter through a vessel, the device detached. Specifically, the balloon wire broke into two pieces while being advanced over the coronary wire in the guide catheter. The broken balloon, along with the coronary wire was successfully pulled out of the patient. The patient is alive with no injury.

Manufacturer narrative:
Additional information: the device was inspected before use with no issues noted. Negative prep was performed. No kinking of the device occurred during prep. The device did not pass through a previously deployed stent. Resistance was not noted during delivery of the device. To complete the procedure the guide catheter was re-inserted, and a new coronary wire was used along with a new nc balloon. Correction: the broken balloon, along with the coronary wire and guide catheter were successfully pulled out of the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for evaluation. The proximal section of device was returned with a detachment. The distal section of the device was not received for analysis. Kinks were evident to the hypotube. The hypotube material was oval and jagged at the detachment site. Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.